Manufacturer narrative:
The fenestrated bipolar forceps has been returned and evaluated by the failure analysis team. The instrument was placed on the in-house system and passed the recognition and engagement tests. The instrument was connected to an in-house energy generator. The instrument failed the energy delivery test. Electrical continuity test passed in both grips. No damage found on conductor wires. Additionally, the instrument was re-installed on an in-house system and failed the energy delivery test. The instrument failed continuity test for one of the grips. No obvious damage was seen on the conductor wire at the distal end through visual and microscopic inspection. The housing was removed, and no residue or contamination was found on the energy instrument identification bipolar (eiib) board pins that could cause a break in the circuit for the grip failing continuity. The instrument was disassembled, and it was confirmed that the conductor wire had broken at the proximal end, near the internal hypo tube-cable junction. The internal hypo tube junction is within the main tube, near where the main tube meets the lower chassis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps was not connecting to the cord. The procedure was completed with no reported injury.